Event description:
A revision surgery occurred on (B)(6) 2019, approximately 2 years after the primary surgery. The primary surgery was a total shoulder surgery which occurred in 2017. Approximately two years later, the subscapularis failed, causing instability. During the revision surgery, the surgeon converted the total shoulder to a reverse shoulder. All components from the primary surgery were explanted except for the humeris size 12 stem, which was converted to a reverse configuration. The explanted components were the 43x16 centered head, the size small 2-peg glenoid, and the double taper +0mm.